Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the btt port cannot hold air due to the rubber valve is not secure inside the "slip tip" housing. It has been forcing its way up and out of the port. The same product was used to complete the procedure. The harvester just endured the fact that the port didn't hold air in the balloon. No patients effects were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot number was unknown. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).